Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device was firing non-forming clips and not reloading clip in jaws. The case was completed with additional firings. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.